Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a chemolock¿ bag spike with additive port, chemolock¿ port. It was reported that the product was leaking and snapped at the bag port when attaching the circle priming tubing using item #cl3534 (5" (13 cm) appx 1.8 ml, bag spike adapter w/chemolock¿ w/red cap, vented cap, ICU medical inc manufacturer). The cl3955 snapped when attaching the cl3534 to the cl3534 side port. The customer was unable to safely save the product as it was contaminated with 100ml of paclitaxel but they can provide a sample of the same lot number of cl3955 and the b braun 100ml 0.9%ns pvc-free bag. It is extremely unsafe for staff to clean this tubing and bag. Although it was reported that there was no patient involvement, the customer also stated that the issue was noticed during / after use and the problem frequency was ongoing for months. There was no patient harm.

Manufacturer narrative:
The following items were provided by the customer for complaint investigation: -one new list# cl3955, chemolock¿ bag spike with additive port, chemolock¿ port, 14062640 -three photographs that confirm the complaint of a broken bag spike. -the used sample and mating device were not returned for evaluation. The investigator verified that the new chemolock¿ bag spike device met all dimensional specifications. Without the return of the used sample, a comprehensive evaluation cannot be performed. The customer complaint of breakage is confirmed from the photographs provided, unable to determine root cause. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in d10, e3, h6 medical device problem code and h6 component code.